Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated customer's parent stated that the insulin pump was delivering too much of insulin because they were experiencing low blood glucose level. Customer stated that the blood glucose level was 15.1 mmol/l and the insulin pump gave them 3 units of insulin and another time the blood glucose level was over 12 and it gave them 2 units of insulin. No harm required medical intervention was reported. Insulin pump will not be returned for analysis.